Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The stent delivery system was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied to the balloon. This would have initiated stent deployment. Crimp markings were evident on the entire length of the balloon body which verifies that the stent was crimped on to the balloon prior to stent detachment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 32 synergy¿rug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.